Event description:
On the central monitor station (omnicare 24), the electro cardiogram wave was present, but there was no heart rate and value. Rhythm analysis was not displayed, but vpb value was on the screen. Everything was ok on the central station or from another bed. No arrhythmia alarm on the monitor was generated. There was no injury to the pt.